Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer declined to complete the check and resume insulin delivery. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Reportedly, customer continued to use the existing supplies for insulin therapy. Customer¿s blood glucose level was 184 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.